Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C36384-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included right upper quadrant pain. Surgical pathology report: macroscopic: a. The container is labeled "essure devices." Received without fixative are four silver metal spiral, flexible portions of material ranging in length from 3,5 to 10.2 cm, the diameter of each coil averages 0,1 cm, no adherent soft tissue is noted grossly, no histological sections are taken. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, cyclobenzaprine hydrochloride (flexerin) until 2016, fluoxetine hydrochloride (prozac) until 2016 and hydroxyzine from 2016 to 2017. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches more severe during times of stress"), headache ("migraines / headaches more severe during times of stress"), dysmenorrhoea ("dysmenorrhea (cramping) worsened during cycles"), abdominal pain lower ("lower abdomen pain") and back pain ("low back pain"). On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety"), anxiety ("psychological or psychiatric problems condition: depression / anxiety"), teeth brittle ("dental problems teeth brittle and cracking") and tooth fracture ("dental problems teeth brittle and cracking") and was found to have weight increased ("weight gain /loss: gain"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on right ovary"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, teeth brittle, tooth fracture, dysmenorrhoea, ovarian germ cell teratoma benign, abdominal pain lower, back pain and weight increased outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, ovarian germ cell teratoma benign, pelvic pain, teeth brittle, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Chest x-ray which showed mild basilar atelectasis, otherwise on acute process as well as an abdominal x-ray that showed the mild left basilar atelectasis but also incomplete removal of bilateral essure coils. The right measures 3.7 mm and the left measuring 2.7 mm. I did speak with doctor and he did reevaluate the essure devices that had been sent off and did send me a picture and states that he does feel there is a small piece that was not fully removed number of coils: left (9). Right (8) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on an unknown date: does have the essure device and bilateral coils; on (B)(6) 2018: 9 cm right ovarian mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: teratoma of right ovary, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Reporter information updated. New event: patient did not undergo essure confirmation test was added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C36384-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain. Surgical pathology report: macroscopic: a. The container is labeled "essure devices." Received without fixative are four silver metal spiral, flexible portions of material ranging in length from 3,5 to 10.2 cm, the diameter of each coil averages 0,1 cm, no adherent soft tissue is noted grossly, no histological sections are taken. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, cyclobenzaprine hydrochloride (flexerin) until 2016, fluoxetine hydrochloride (prozac) until 2016 and hydroxyzine from 2016 to 2017. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches more severe during times of stress"), headache ("migraines / headaches more severe during times of stress"), dysmenorrhoea ("dysmenorrhea (cramping) worsened during cycles"), abdominal pain lower ("lower abdomen pain") and back pain ("low back pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety"), anxiety ("psychological or psychiatric problems condition: depression / anxiety"), teeth brittle ("dental problems teeth brittle and cracking") and tooth fracture ("dental problems teeth brittle and cracking") and was found to have weight increased ("weight gain /loss: gain"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on right ovary"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side and hysterectomy (partial). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, teeth brittle, tooth fracture, dysmenorrhoea, ovarian germ cell teratoma benign, abdominal pain lower, back pain and weight increased outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, ovarian germ cell teratoma benign, pelvic pain, teeth brittle, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Chest x-ray which showed mild basilar atelectasis, otherwise on acute process as well as an abdominal x-ray that showed the mild left basilar atelectasis but also incomplete removal of bilateral essure coils. The right measures 3.7 mm and the left measuring 2.7 mm. I did speak with doctor and he did reevaluate the essure devices that had been sent off and did send me a picture and states that he does feel there is a small piece that was not fully removed number of coils: left (9) right (8) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on an unknown date: does have the essure device and bilateral coils; on (B)(6) 2018: 9 cm right ovarian mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: teratoma of right ovary, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('device breakage') in an adult female patient who had essure (batch no. C36384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain. Surgical pathology report: macroscopic: a. The container is labeled "essure devices." Received without fixative are four silver metal spiral, flexible portions of material ranging in length from 3,5 to 10.2 cm, the diameter of each coil averages 0,1 cm, no adherent soft tissue is noted grossly, no histological sections are taken. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, cyclobenzaprine hydrochloride (flexerin) until 2016, fluoxetine hydrochloride (prozac) until 2016 and hydroxyzine from 2016 to 2017. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches more severe during times of stress"), headache ("migraines / headaches more severe during times of stress"), dysmenorrhoea ("dysmenorrhea (cramping) worsened during cycles"), abdominal pain lower ("lower abdomen pain") and back pain ("low back pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression / anxiety"), anxiety ("psychological or psychiatric problems condition: depression / anxiety"), teeth brittle ("dental problems teeth brittle and cracking") and tooth fracture ("dental problems teeth brittle and cracking") and was found to have weight increased ("weight gain /loss: gain"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on right ovary"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side and laparoscopic right salpingo-oophorectomy, left salpingectomy, removal of bilateral essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving and the device breakage, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, teeth brittle, tooth fracture, dysmenorrhoea, ovarian germ cell teratoma benign, abdominal pain lower, back pain and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, ovarian germ cell teratoma benign, pelvic pain, teeth brittle, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Chest x-ray which showed mild basilar atelectasis, otherwise on acute process as well as an abdominal x-ray that showed the mild left basilar atelectasis but also incomplete removal of bilateral essure coils. The right measures 3.7 mm and the left measuring 2.7 mm. I did speak with doctor and he did reevaluate the essure devices that had been sent off and did send me a picture and states that he does feel there is a small piece that was not fully removed number of coils: left (9). Right (8). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on an unknown date: does have the essure device and bilateral coils; on (B)(6) 2018: 9 cm right ovarian mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: teratoma of right ovary, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case is valid case. The previously reported event injury was deleted and events added from pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression / anxiety, migraines / headaches, dental problems, device breakage, dysmenorrhea (cramping), tumor / teratoma / cancer type: teratoma, pain, weight gain, back pain, lower abdominal pain were added. Concomitant medications were added, lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.